Event description:
The facility had sent in a pump where a failure code 545:320:675:0000 was discovered in the event history by a service technician. Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.